Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 56 mg/dl. Customer consumed orange juice to address bg level and was treated with intravenous fluids of saline. Customer was released from the ER 6 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to a large correction bolus the customer administered, customer understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned